Event description:
It was reported that after the filter was deployed, it was identified that one of the filter legs was crossed over another one. The placement of the filter was accurate. The physician felt comfortable with the positioning and the anchoring of the filter and decided to leave the filter in place as it was. There was no injury to the patient.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The device remains implanted therefore, not available for evaluation. The event investigation is currently underway.